Event description:
A report was rec'd from the affiliate regarding a pt included in a clinical study'. Please note that this pt had an adverse event (ae) of side branch occlusion and myocardial infarction (mi) during the index procedure that was previously reported. Approximately twenty-one months after the index procedure, the pt complained of chest pain. Coronary angiography was done and a new de novo lesion was noted in the proximal right coronary artery (rca). The lesion was treated with a cypher 3.5 x 23 mm stent. The right ventricular (rv) branch was reported jailed by the stent and the pt had an intra-procedural non-q wave mi. Intra-coronary nitroglycerin was administered. There was no reported attempt to open the rv branch. The twelve-hour post-procedure cardiac enzymes were elevated. The pt was reported to be stable the next day. The physician's comment regarding the events: the lesion was hazy prior to the intervention. Aspiration was conducted. No thrombus was aspirated. He stated that the cause of the event might be that the percutaneous coronary intervention (pci) was conducted.

Manufacturer narrative:
The proximal rca target lesion was reported to be: do novo, an 86% stenosis and 2 mm in length. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 6 atm/duration unknown. A cypher 3.5 x 23 mm stent was implanted at 14 atm for 10 sec. The lesion was not post-dilated. The residual stenosis was 15%. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR report #9616099-2005-01156.